Event description:
It was reported that the torque wrench broke off inside the patient while tightening of the blocker into rod. A very audible noise was heard when it broke off . The surgeon used needle driver to recover the fragment piece that broke inside the patient. A surgical delay of 10 min was reported. A surgery was completed using backup torque wrench. No adverse consequence to the patient was reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via visual inspection. The fractured piece was not returned. The fractured occurred at the hex tip, not at the pin. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. A CAPA investigation found that the breakage of the instrument hex-tip was linked to the insertion and welding of a small pin into the inner shaft. This pin was removed as part of the design change. This device was manufactured before the implemented design change. Conclusion: the likely root cause of the reported event is device design and wear due to the device's extended used.

Event description:
It was reported that the torque wrench broke off inside the patient while tightening of the blocker into rod. A very audible noise was heard when it broke off . The surgeon used needle driver to recover the fragment piece that broke inside the patient. A surgical delay of 10 min was reported. A surgery was completed using backup torque wrench. No adverse consequence to the patient was reported.